Event description:
Registered nurse opened angio-seal vip vascular closure device and placed on sterile field. Angio-seal vip vascular closure device noted to be expired after placed in patient. Angio-seal vip vascular closure device expired on 08/31/2023.